Event description:
It was reported that a plastic IV catheter broke off inside the patient¿s vein during infusion. The needle was new and within its expiration date. Ems personnel were informed upon arrival that the IV site was leaking and suspected the cannula had been problematic. Attempts to stop the leak and assess the IV showed blood return and leakage, but no infiltration or blown vein. When the line was removed, the catheter was missing and could not be retrieved due to blood obstructing visibility. The patient was transported to corvallis hospital for medical intervention, including surgical removal of the catheter. The incident occurred while the patient was stationary on the cot in a non-moving ambulance. The patient¿s care was disrupted, medical intervention was required, and the incident posed a safety threat. No follow-up information on the outcome or reported harm is available.

Manufacturer narrative:
H3: the actual device was not received; however, two photos of the device were received for evaluation. A review of the lot history identified no discrepancies or abnormalities relevant to the complaint. The photos were visually examined for potential nonconformances, noting catheter tube severance; however, the probable cause could not be determined due to limited resolution and the device not being available for direct inspection. Per the instructions for use, improper handling of the catheter or introducer needle can result in severance, and no evidence of a manufacturing nonconformance was identified. Complaint information will continue to be monitored, with corrective actions implemented as necessary based on post-market trend analysis.

Manufacturer narrative:
D9 - date returned to MFR - 6/1/2026. Complainant returned 61 unused/unopened sister samples, as well as two photos, for analysis. However, the probable cause was indeterminate based on the limited resolution. Review of manufacturing logbooks identified no definitive root cause for the alleged complaint. Sister samples were randomly sampled and tested per product specification requirements. All evaluated samples were found to be acceptable without failure. Without the actual device available for investigation, the complaint cannot be confirmed as a manufacturing nonconformance.